Event description:
Medtronic received information that following the implant of this bioprosthetic valve, transesophageal echocardiography (tee) revealed minor paravalvular leak and trace aortic regurgitation. No treatment was given and the patient continued to be monitored. Three months post implant, echocardiography revealed worsening aortic regurgitation. Four days later, tee revealed moderate paravalvular leak; both central regurgitation and paravalvular regurgitation had increased since the previous echocardiogram. A follow up tee revealed moderate to severe regurgitation. The valve was subsequently explanted after almost 4 months implant duration with no additional patient complications noted. The device has been returned for laboratory analysis.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, transesophageal echocardiography (tee) revealed minor paravalvular leak and trace aortic regurgitation. No treatment was given and the patient continued to be monitored. (B)(6) post implant, echocardiography revealed worsening aortic regurgitation. Four days later, tee revealed moderate paravalvular leak; both central regurgitation and paravalvular regurgitation had increased since the previous echocardiogram. A follow up tee (B)(6) post implant revealed moderate to severe regurgitation. The valve was subsequently explanted after almost (B)(6) implant duration with no additional patient complications noted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, three excised leaflets along with several pieces of valve and host tissue were received in a light cloudy 10% formalin solution in a medium specimen container that was placed in the explant kit. Remnants of green multifilament sutures remained attached to several pieces of tissue containing the sewing ring. All existing leaflets were slightly stiff but flexible except where host tissue and visible mineralization extended on the inflow and outflow. All leaflets were excised with a section of one leaflet cut and/or torn along the area of the inflow/outflow margin of attachment. A large hole or perforation in the belly of one leaflet appeared to be associated with contact with a long suture tail and/or bias wear. Two leaflets remained attached to one commissure. Remnants of the other two commissures were received. Two leaflets remained attached to one commissure. Remnants of the other two commissures were received. Glistening off white pannus covered the commissure with the two leaflets attached. Pannus lined the outflow margin of attachment of the leaflet solely excised. Pannus remained attached to all pieces received for analysis. Radiography showed evidence of mineralization in several pieces of host and valve tissue, the commissure with the two leaflets attached and both remnants of the other two commissures. Conclusion: reduced performance of the valve is attributed to mineralization and pannus. These findings are generally considered patient related conditions. The tear in the leaflet was caused by a long suture tail and/or bias wear, which is related to implant technique. The event description was updated to correct implant duration. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the device has been returned and analysis is pending. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of analysis, a supplemental report will be filed. (B)(4).